Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies other than the abraded insulation in the outer silicone tubing. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
High impedance was seen for patient¿s generator on (B)(6) 2015 during the first follow up appointment with the neurologist following the implant surgery. Patient was referred for x-rays and vns replacement surgery. The patient underwent full revision on (B)(6) 2015. The pin insertion of the lead into the generator was checked during the surgery and was ruled out to be causing the high impedance. The explanted products have not been received to date.

Event description:
The explanted generator and lead were received for product analysis. Abraded openings were noted on the outer silicone tubing. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. A portion of the lead including the electrode array was not returned for analysis .there were no performance or any other type of adverse conditions found with the pulse generator.